Event description:
Boston scientific received information that this atrial lead had dislodged. A revision procedure was performed and the lead was removed from service. The physician decided it was no longer needed. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.